Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The coil, introducer sheath and delivery wire were returned. The introducer sheath was found with the distal tip separated with blood inside. Interlocking arms were found attached in the introducer sheath. Device analysis revealed that friction was noted when trying to withdraw the coil out from the introducer sheath probably due to the dry blood. The introducer sheath was cut in order to withdraw the coil. The delivery wire was inspected and no issues noted. The coil was inspected and it was found with blood in all the fibers and the zap tip section was kinked. Microscopic inspection revealed that some blood was noted on the zap tip of the coil. No damage was note on the zap tip shape and surface of the delivery wire. The interlocking arm of the coil and delivery wire was inspected and no damages were noted. The delivery wire and coil dimensions, and number of fiber bundles that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
It was reported that coil became stuck in the catheter's tip. The target lesion was located in the mildly tortuous left internal iliac artery. A 6mm x 20cm interlock¿-35 was selected for use. Contralateral approach was used for this procedure and a non bsc catheter was advanced through the moderately bifurcated angle in the aorta. The coil was then inserted and advanced through the catheter with continuous flushing but resistance was encountered near the catheter's tip. The coil was pulled backwards once and flushing was performed twice but resistance was not resolved and the coil was protruding from the catheter's tip. The device was removed together with the catheter and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that coil became stuck in the catheter's tip. The target lesion was located in the mildly tortuous left internal iliac artery. A 6mm x 20cm interlock¿-35 was selected for use. Contralateral approach was used for this procedure and a non bsc catheter was advanced through the moderately bifurcated angle in the aorta. The coil was then inserted and advanced through the catheter with continuous flushing but resistance was encountered near the catheter's tip. The coil was pulled backwards once and flushing was performed twice but resistance was not resolved and the coil was protruding from the catheter's tip. The device was removed together with the catheter and the procedure was completed with a different device. No patient complications were reported.